Manufacturer narrative:
The complaint of a damaged catheter was confirmed from the photographs that were provided for investigation. Three of the four photographs showed a 20g nexiva IV catheter with evidence of use. A feature consistent with a breach and/or crease was observed in the extension tubing; however, the cause of the reported damage could not be determined due to the small image size and poor image quality and resolution. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. There were no other similar complaints from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported that nexiva tubing had a hole and leaked. An emergency department staff member observed a hole in the tubing of a nexiva cannula. During cannulation, a drop of blood was seen leaking through the hole, and when the cannula was flushed, the saline also leaked out through the hole. This resulted in the need to replace the cannula. At the location of the hole, the tubing of the defective cannula showed a ¿fold mark,¿ as if the tubing had been bent while inside the package. Additional information 3/30/2026: was patient or user harmed? If yes, please explain yes, patient had to have another cannula, so another needle puncture had to take place. Was additional medical intervention/medication required? If yes, please explain no medical intervention or medication was required.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.